Manufacturer narrative:
Method of eval: review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10682. Results of eval: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were 254 grafts from lot s10682 distributed, including 31 grafts that were reported as implanted. As of 09/28/2011, there was no other similar complaint reported to lifecell against this lot. Conclusion: there are no other complaints reported for the lot and based on internal investigation, device met qc release criteria. Lifecell determines the event is likely related to the device, but due to limited info is reporting this event. Lifecell is reporting at this time because a serious injury (infection) occurred, with surgical intervention.

Event description:
The pt had the device implanted during breast reconstruction. The pt developed an infection 12 days post-operatively and had the implant and device removed. This complaint was initially evaluated as unrelated to the device. Lifecell is reporting at this time because a serious injury (infection) occurred, with surgical intervention. Limited info was provided. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.